Event description:
It was reported that pump displayed malfunction alarm with code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.